Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot c2055128 of echo-hd-22-c was returned opened in its original packaging. Manufacturing records. Prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c2055128 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." And "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. The answer to the additional questions indicates that the stylet was partially removed when advancing into the target site. Kink at the notch and advancement difficulty was reported, however it is possible that this kink may have been more pronounced when the user tried to advance the needle with stylet partially retracted as the stylet provides support to the needle for puncture, but may have been straightened out more by the time the device returned to cirl and hence the reason for no issue being observed during the lab evaluation. Proximal kink observed during lab evaluation was not observed by the user before returning to cirl, it is possible that the kink below the sheath extender could have occurred during transportation /device returns process, as per description of event ¿staff took eus needle out of scope and tried advancing out of scope and it worked¿. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Doctor went to advance the needle out of sheath into solid cyst needle would not come out of sheath, doctor straightened out scope to see if that would work and still would not advance out of sheath. Staff took eus needle out of scope and tried advancing out of scope and it worked, opened up a new needle to complete procedure (B)(6). No patient impact reported. Response received 10jun2024. 1. Are images of the device or procedure available? N/a, yes, no. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a, yes, no. 7. Was the device used in a tortuous position? N/a, yes, no. 8. Was puncture of the target site difficult? N/a, yes, no. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. Don't know. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? N/a, yes, no. 13. Was the device damaged on removal from packaging? N/a, yes, no. 14. Was force required to remove the device? N/a, yes, no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 16. What intervention (if any) was required? Obtained a second needle. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. 19. If yes, please specify what was observed and where on the device it was observed. At the upper tip of needle. 20. What is the scope manufacturer and model number that was used? Don't have product anymore, it was shipped to manufacturer. 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. 22. Was the scope recently serviced / repaired? N/a, yes, no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. 28. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. 29. How many samples were obtained (passes completed) with this needle? One. 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.